Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons were not responding. The customer¿s blood glucose level was 200 mg/dl at time of incident. The customer received pump error alarm but was able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will not be returned be for the analysis.